Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed.

Event description:
It was reported that a bd vacutainer® cpt¿ cell preparation tube with sodium citrate had a defective label. No serious injury or medical intervention reported. No report of blood exposure to mucous membrane.